Event description:
This event was reported as a small amount of tricuspid regurgitation as well as removal of the annuloplasty ring to repair a ventricular septal defect. No further info was provided.